Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. The patient underwent surgical intervention to replace the ICD. No additional adverse patient effects were reported. The device was returned and it is waiting for product analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. The patient underwent surgical intervention to replace the ICD. No additional adverse patient effects were reported. The ICD was returned and analyzed.

Manufacturer narrative:
This supplemental report was filled to correct field h3: "device eval by manufacturer?". Patient code 3191 captures the reportable event of surgery. This device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Manufacturer narrative:
This supplemental report was filled to provide device evaluation information. As a result, fields b4: "date of event" and h6: "evaluation conclusion codes, evaluation method codes and evaluation result codes " were updated. Patient code 3191 captures the reportable event of surgery. This device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. The patient underwent surgical intervention to replace the ICD. No additional adverse patient effects were reported. The device was returned and analyzed.